Manufacturer narrative:
Upon investigation of the returned device, the exchange tube had abnormal damage and the deployed clip was captured on the distal end of the device. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The physician found the pt's tissue was very fibrous. Post deployment, the physician required add'l force to remove the starclose device from the pt. Upon removal, the starclose clip was sticking to the tip of the device. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.